Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is being returned for further investigation.